Event description:
The complainant had placed an impella cp to support a 38-year-old male patient admitted in for a high risk coronary intervention (hrpci). The pump was placed but, the pump flows were low and so the team replaced the pump. There was a presumed ingested clot.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into low pump flow has been completed. The data logs confirmed the failure mode & clinical narrative. Logs showed after pump started, motor current spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion.